Manufacturer narrative:
(B)(4). One actual sample was received for evaluation. A visual examination of the sample revealed the set had a deformed y-site. The set was then submitted for underwater leak testing and leakage was observed coming from the deformed y-site. The reported condition was confirmed. The root cause of this condition was attributed to the set changing orientation during packaging in the pre-formed plastic pouches (formed by the packaging machine). A part of the set was protruding out of the plastic pouch and when the packaging machine indexed to seal the loaded pouch, the protruding part was caught in the seal between the plastic pouch and the paper. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) solution administration set in which a leak occurred. According to the reporter, the leak was the result of a defective y-site. The condition was reported to have been identified during priming. There was no patient involvement. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.